Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture keypad traces but passed all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. Received with pump cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to exercising and sweating a lot. Customer reported that as a result, there was fluid under display screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.